Event description:
It was reported during a procedure, the ultrasonic scalpel "activated without anyone putting it in that mode. It worked briefly and then stopped working all together." There was no patient injury reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. A visual inspection of the device revealed biological material on the distal tip as well as a slight indention in the teflon pad. The device was actuated multiple times and confirmed to have proper mechanical functionality. The device was then connected to a scalpel generator and appropriate hand piece. The scalpel was tested (by pressing the generator test button) and gave an error code 7. This confirmed the reported issue. The device was disassembled in order to examine the membrane switch assembly (msa) and it revealed the msa was not placed properly in the groove of the button area which would likely have caused the min circuit button to occasionally stay indented. Internal procedures instruct associates to verify that the msa is placed inside the groove and to perform a generator test on 100% of all fully assembled scalpels in order to ensure that only functioning instruments are packaged for sale. This includes checking that the buttons press and release properly with each depression. The reported event is not occurring more frequently or with greater severity than is usual for the device.